Manufacturer narrative:
Date of event / date of explant are estimated. Further information was requested but not received.

Event description:
It was reported that the patient's ipg was explanted in (B)(6) 2023. The reason for explant was not provided.

Manufacturer narrative:
Event description corrected. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was obtained, revealing that the entire system was explanted due lead migration following significant weight loss.